Event description:
It was reported by the clinician that the spring wire guide (swg) unraveled in patient. More information has been requested. No further details were reported.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.